Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. After the device was soaked, positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. During procedure inside of the patient, after the device was delivered to the lesion, it was noted that the balloon ruptured during inflation. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patients condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 10/2.75 flextome cutting balloon monorail was selected to treat the target lesion. During procedure inside of the patient, after the device was delivered to the lesion, it was noted that the balloon ruptured during inflation. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's condition is good.